Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 160, 174 and 193mg/dl. The customer's expected fasting blood glucose test result range is 75 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 1/18/2017. The meter memory was reviewed for previous test result history (date / time not set): result 1: 160mg/dl (B)(6) 2017 4:41pm-fasting, result 2: 74mg/dl (B)(6) 2017 2:37am- fasting, result 3: 174mg/dl (B)(6) 2017 11:24pm-fasting, result 4: 143mg/dl (B)(6) 2017 9:49pm-fasting, result 5: 193mg/dl (B)(6) 2017 8:45pm-fasting. She takes her blood results fasting. She has not had any changes in her diet or exercise. She takes insulin to manage her diabetes. She stated the number started to get higher 2 weeks ago. She is not concerned with the result of 74mg/dl.